Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to auto reducing. Reprogramming efforts have been partially successful. As a result, the patient may be awaiting a lead revision.

Event description:
Follow up information identified the patient underwent lead replacement. Postoperatively, effective stimulation was restored.